Event description:
Claims the pt died 20 minutes after insertion of cement-acute hypotension and decreased heart rate; reanimation; pt had to be observed at ICU. Died there a few hours later after electromechanical uncoupling.